Event description:
Reportedly, the surgeon deployed the anchor and upon pulling back on the suture to expand the anchor until it became a sliding suture, when testing the sliding ability of the suture, it detached from the anchor. This occurred two times. Surgeon drilled next to the existing anchor and used another product to complete the case.